Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high hv impedance was observed. The patient was brought back in at a later date, and no further occurrences of high hv impedance were noted. The patient will be monitored.